Event description:
Follow-up identified surgical intervention was undertaken, explanting and replacing the lead. Effective therapy was achieved during postoperative reprogramming. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: results: the complaint was confirmed. As received, the returned lead was inspected under the microscope revealed kink and broken wires were found approximately 11 cm from the stim end going to one thru eight channels and fifteen, sixteen channels respectively. Functional test failed for open. The broken wires were consistent with an overstress condition during the lead was in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced a change in stimulation approx 3 weeks ago after lifting a heavy box. Subsequently, stimulation was lost in the back area. Diagnostic testing revealed invalid impedance on multiple contacts. Reprogramming was attempted to no avail. Surgical intervention may be undertaken as the next course of action.